Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02040. The pt ((B)(6)) received two leads which were implanted supraorbital. It was reported the pt had redness and swelling near one of the leads. The physician felt this was caused by lead migration and stated there were no signs of infection. It was reported the skin had started to break down where the lead tip was located but the lead had not broken through the skin. The pt alleged she felt stimulation but it was painful. The pt denied any falls, traumatic events or extreme body motion. The next course of action is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.